Event description:
Reporter alleged pt's blood glucose measured 137 mg/dl at 4.46 am back to back with a result of 20 mg/dl when testing was performed at the same time. Reporter stating taking the pt off of the insulin drip that had been started the day before the comparison testing. Control testing was reportedly performed and results were within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.